Event description:
During the use of a laser fiber during diode laser vaporization of the prostate, the tip of the laser fiber disintegrated. The surgical procedure continued with a new laser fiber and the bladder was continuously irrigated for the remainder of the surgical procedure. The bladder was examined. There was no evidence of the laser fiber tip seen. Rep statement: fiber cap exploded, disappeared and insulation burned off for 2 inches.